Manufacturer narrative:
The local area field representative was contacted for product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had entered safety mode. Electrogram (egm) review was requested due left ventricular (lv) lead loss of capture (loc) concerns based on a presenting egm from (B)(6) 2024. When compared to a prior presenting egm from (B)(6) 2023, the morphology was different and the configuration was the same. Further evaluation was recommended at the time of device replacement. Subsequently, the crt-p was explanted and replaced due to safety mode. The lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had entered safety mode. Electrogram (egm) review was requested due left ventricular (lv) lead loss of capture (loc) concerns based on a presenting egm from (B)(6) 2024. When compared to a prior presenting egm from (B)(6) 2023, the morphology was different and the configuration was the same. Further evaluation was recommended at the time of device replacement. Subsequently, the crt-p was explanted and replaced due to safety mode. The lv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the cardiac resynchronization therapy pacemaker (crt-p) replacement procedure was completed successfully and all leads were fine. No additional adverse patient effects were reported. The crt-p is expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for product return status. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.